Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible, as no lot number was provided. Medtronic neurosurgery contacted the pt and sent her literature regarding environmental magnetic sources and their interactions with strata valves. The pt was also given info from the IFU pertinent to her experiences. Engineering was consulted and confirmed that the radio frequency system the ez path boots use could not influence the magnet in the valve. It is unk what may have caused the reported performance level change. The instructions for use that accompany the strata ii adjustment kit note that "the tolerance range for the performance level is indicated by the blue band". It is also noted that "the valve should be adjusted so the blue triangular mark on the adjustment tool points to the desired performance level. This adjustment is accomplished in discrete steps with no intermediate settings available between those indicated." Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. Info on magnetic influences of MRI and environmental magnetic fields on strata products was provided to the pt. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve, as long as distance from the valve implant is maintained.

Event description:
It was reported to medtronic neurosurgery that a pt's strata valve changed from 1.0 to a somewhat higher level, but lower than 1.5, requiring the physician to reset the valve to its proper setting. According to the report, the pt felt unwell and had headaches when passing through ez-pass toll booths. The pt asked if the toll booths could affect her strata valve.